Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event involved a male pt in the medical ward four hours after a temporary pacemaker was inserted through the right internal jugular. The IV was observed leaking fluid into the safety sheath, dripping out of the bottom of the valve and accumulating, then dripping out. As a result, an emergency procedure was needed to remove the temporary pacemaker and replace with a permanent pacemaker with success. There was no delay or interruption in therapy. There was no report of pt death, complications or injury. The pt outcome is the pt is fine.